Manufacturer narrative:
(B)(4). Covidien service center replaced the front printed circuit board (pcb) and returned unit to customer. Info of this nature is included in our database and monitored through trending.

Event description:
Covidien received a report the n-560 unit was missing display segments. There was no pt involvement with this event.